Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced a perforation of the introducer causing a femoral vein tear, tamponade, falling blood pressure and pooling of blood in the retroperitoneum. A large vascular balloon was needed to fully stop the femoral vein tear from bleeding. The leadless ipg was not used. No further patient complications have been reported as a result of this event.